Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was reported to be under expanded. A post balloon aortic valvuloplasty (bav) was performed. The balloon was deflated and as the balloon was being pulled into the ascending arch, it caught the tab of the valve pulling the valve out of the annulus into the aorta. It was reported that no anatomical factors contributed to the valve being under expanded. A second valve was implanted successfully. No additional adverse patient effects were reported.